Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a partial lead was returned in two pieces. Visual examination found an external abrasion that breached the outer insulation and exposed the outer coil caused by friction to the device can located at the proximal region on the connector portion of the lead. Electrical tests did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.